Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for over 48 hours. The patient had gone to their doctors office where they were diagnosed with bacteria staphylococcus at the pod infusion site. The patient was prescribed mupirocin to be taken 2 times daily for 3 months as well as clindamycin phosphate (1 %) to be applied to the pod infusion site before and after pod wear. The patient was at their doctors office for 30 minutes.